Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatable basket was used during a planned stone extraction procedure in the bile duct performed on (B)(6) 2014. According to the complainant, during preparation outside the patient, the nurse inspected the device by opening and closing the basket but the tip detached unintentionally. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ¿stable."

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. Reported event of tip detachment. The complainant indicated that the device was disposed and will not be returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.